Manufacturer narrative:
The reference (B)(4) has been allocated to this event by rayner intraocular lenses limited. No info, other than the event description provided within is available to rayner intraocular lenses limited at the time. Rayner continues to liaise with the reporting healthcare facility to obtain additional info. The request for further info includes, amongst other things, a summary of the surgical procedure (e.g. Which instruments were used to handle the iol) and pt medical history. Any additional info received on this incident will be provided in a follow-up report.

Event description:
Rayner intraocular lenses limited received notification from the (B)(6) distributor of an event that occurred during implantation of a rayner intraocular lens (iol). The event description provided states that upon implantation of the iol the healthcare professional observed a crack in the lens.